Event description:
On (B)(6) 2013, patient reported she is unable to get her infusion device to prime. Patient stated no error message displayed. On call back patient reported she was able to get the infusion device to prime but the button does not always respond when she presses it. Patient stated she already inserted a new battery and the issue persists. Patient reported the button works if she presses it hard and the button is not flat. Patient stated the button does beep when pressed and the issue is intermittent and began today. Submitted request for assistance. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The priming functions of the pump were tested and meet the specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.